Manufacturer narrative:
The actual device was not available for investigation however photographs were provided for evaluation. The visual inspection observed that the effluent pre pump line was disconnected from the support plate. There were non-homogeneous marks of solvent on the tubing. The reported disconnection and leakage was verified the cause identified is due to a combination of manufacturing issues cause by operator errors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m150 set, an external fluid leakage was observed. The joint was found broken. There was no patient involvement. No additional information is available.